Manufacturer narrative:
(B)(4). This is a report of a use error where the care giver connected the cassette line to the catheter using tape. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) came home from the hospital with a non-baxter (fresenius) adapter. Per the caregiver (cg), she said she removed the adapter from the hp and there was no end to connect the cassette line to. The cg stated the hp needed to do therapy and she could not get hold of the peritoneal dialysis registered nurse (pdrn) to have the transfer set changed, so she connected the cassette line to the catheter using tape. The cg stated the hp went into the clinic after that and everything was changed out. The cg stated the hp resumed therapy without any problems. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.